Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a definitive cause for the hemorrhage, and the relationship to the product, if any, cannot be determined. The reported patient effect of hemorrhage, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information confirmed that the blood was in the esophageal tube. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the bleeding requiring hospitalization. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. Three clips were implanted without issue, reducing the mr to 1-2. After the procedure, a large amount of blood was aspirated from the tube. The patient required further hospitalization. It is unknown what caused the bleeding; however, in the physicians opinion, the mitraclip system did not cause or contribute to the bleed. No additional information was provided.